Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance attempted to contact the nurse on (B)(6) 2011. The receptionist forwarded the call to the nurse's answering machine. A detailed message was left to notify the nurse of the event and advised the nurse to call should she have any questions. No further information is available. Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intraperitoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be: insufficient drain, false empty detect / use error as the initial drain alarm setting was inappropriately programmed too low (0ml with a last fill volume of 2000ml). A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's ultrafiltration volume was 1595ml. Indicating the patient drained 1595ml more than the fill volume. No patient injury or medical intervention was reported. No further information is available at this time.